Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An inspector for health (B)(4) reported that a facility representative notified them that an intraocular lens (iol), which was clear when implanted, is now noted to have refractile inclusions termed "glistenings". These are affecting the quality and amount of vision. Facility information was not provided; additional information was unable to be obtained. This report is for a patient's left eye. This report is one out of eighteen total.